Event description:
Complaint received from attorney that alleges a clinician states "she had a skin area of breakdown which is hard to actually define exactly what happened. It was well below the incision more in the mid tibial area but it became a full thickness skin slough and is not infected. The knee itself appears to be benign. She has no knee pain. The total knee itself is functioning well. This does not involve the knee joint itself. It was below that and it was some type of skin issue. But unfortunately it has been difficult to treat. (B)(6) 2013, update: unfortunately she has an area in her proximal tibia not involving the total knee arthroplasty that had a wound issue which occurred at her physical therapy in which she had some type of skin lesion and went on to become a full thickness area that is not healed yet." Product not received for evaluation or review. No additional information received from patient, lawyer and/or clinician regarding additional details of incident.